Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned s-ICD was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of sensing and defibrillation functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that a high impedance (hi) alert was issued in the remote monitoring system for this subcutaneous implantable cardioverter defibrillator (s-ICD), due to out-of-range shock impedance values. The patient was seen in the clinic and troubleshooting was performed. No noise was provoked, but the alternate vector showed a flat electrogram. An x-ray was performed which revealed the electrode was fractured near the proximal sense electrode. The device was deactivated and a lead replacement was planned for the next week. It was reported that the s-ICD system was explanted and replaced about eight weeks later. At the time, there were no allegations against the s-ICD device, only the electrode. However, in december 2021, a legal claim was received alleging premature battery depletion against the device. The device had been returned and is currently undergoing detailed laboratory analysis to assess the rate of battery depletion. See MDR # 2124215-2021-08995 for electrode fracture.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a high impedance (hi) alert was issued in the remote monitoring system for this subcutaneous implantable cardioverter defibrillator (s-ICD), due to out-of-range shock impedance values. The patient was seen in the clinic and troubleshooting was performed. No noise was provoked, but the alternate vector showed a flat electrogram. An x-ray was performed which revealed the electrode was fractured near the proximal sense electrode. The device was deactivated and a lead replacement was planned for the next week. It was reported that the s-ICD system was explanted and replaced about eight weeks later. At the time, there were no allegations against the s-ICD device, only the electrode. However, in (B)(6) 2021, a legal claim was received alleging premature battery depletion against the device. The device had been returned and is currently undergoing detailed laboratory analysis to assess the rate of battery depletion. See MDR # 2124215-2021-08995 for electrode fracture.